Manufacturer narrative:
G2: citation: authors: tong x., han m., xue x., wu z., chen j., liu a.. Coiling embolization strategy for medium-to-giant-sized intracranial aneurysms treated with pipeline embolization device: a propensity score-weighted study. European society of radiology 2023. Doi: 10.1007/s00330-023-0900-z. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. A.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Tong x., han m., xue x., wu z., chen j., liu a. Coiling embolization strategy for medium-to-giant-sized intracranial  aneurysms treated with pipeline embolization device: a propensity  score-weighted study. European society of radiology 2023. Doi: 10.1007/s00330-023-0900-z . The objective of this literature article was to show the differences in just using a pipeline embolization device and using a pipeline embolization device with coiling for medium to giant sized aneurysm. Literature review found multiple postoperative complications associated with pipeline only treatment or the pipeline and coiling treatment in which a pipeline embolization device was used. The authors reviewed 410 cases of patients being treated for medium to giant sized intracranial aneurysms in which a pipeline embolization device was used. Of the 410 patients, the average age of 54 years, 281 patients were female and 129 patients were male. The following intra- or post-procedural outcomes were noted: 1) 2 patients who were treated with the pipeline + coiling loose packing group died in the hospital. 2) 30 patients experienced a postoperative ischemic stroke. 3) 5 patients experienced a postoperative subarachnoid hemorrhage (sah). 4) 2 patients experienced intraoperative aneurysm rupture. 5) 1 patient experienced intraoperative thrombosis. 6) 72 patients experienced incomplete occlusion at follow-up. Please see the attached literature article.